Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on september 07, 2023.

Manufacturer narrative:
This report is submitted on jul 14, 2023.

Event description:
Per the clinic, the patient experienced no sound and no communication with the internal device. Troubleshooting at the clinic did not resolve the issue and the clinic requested a cochlear specialist to verify the device function. The device was explanted (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.